Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel cannula, with device reports showing minimal insulin usage and small basal delivery despite meal announcements, prompting supply checks and disconnection due to suspected ineffective insulin delivery. Symptoms included elevated blood glucose without ketosis or other reported symptoms, followed by a low blood glucose episode after reconnection. Outcomes included at-home management with a manual insulin injection, subsequent blood glucose reduction, monitoring, and stabilization without hospitalization. Investigation included review of device-delivered insulin data and user-reported troubleshooting, including tubing fill, site changes, disconnection, and reconnection. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia and subsequent hypoglycemia remaining unclear based on available data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.